Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an elevated white count and confusion. An infection was suspected. The implantable pulse generator (ipg) system was explanted and later replaced. No further patient complications have been reported as a result of this event.